Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 569 mg/dl. The cause of the high bg was unknown. The infusion set and cartridge were changed, and a manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.